Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the lad. The device was inspected with no issues. Negative prep was not performed. It was reported that a kink was noted but an attempt was made to deliver the stent anyway. It was reported that a fracture/detachment occurred during advancement through the guide catheter at the balloon. This occurred before the stent exited the guide catheter. The guide catheter, wire and distal portion of the stent delivery system were removed as one unit. The patient is reported to be alive with no injury. Patient was transferred to another hospital due to initial hospital being a rural hospital and due to family preference.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 32.1cm distal to the strain relief. Kinks were evident on the hypotube 4.5cm and 33cm proximal and 4cm distal to the detachment site. Tactile testing confirmed kinks. The hypotube material was oval and jagged on both sides of the detachment site. No other damage evident to the remainder of the device. Image review: the images capture a lesion site in the lad, which appears to be occluded. Treatment of the lad is visible with unidentified devices. There were no images capturing the attempted delivery and detachment of the resolute onyx stent, as the detachment occurred before the stent exited the guide catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.